Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that they may received a shock when they felt they were not in tachycardia and that the physician's office had no carelink transmission of an event. Additional information obtained through follow up with the physician office did not yield any information. The device remains in use. No further patient complications have been reported as a result of this event.